Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was seen by their dentist for a routine exam and cleaning. It was found that the patient has mobility of their lower anterior incisors. Their posterior occlusion is not ideal, the teeth do not meet as they should. #3 is lingual cusp is in occlusion and the others are out. Dentist recommends to cease treatment and see orthodontist as soon as possible.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.